Manufacturer narrative:
The tech replaced the head section hydraulic cylinder unit to repair the stretcher.

Event description:
Info received indicates the head section hydraulics is drifting down after a few days.